Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
The first firing ((B)(4)) made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. [(B)(4)] the second handle ((B)(4)) was used and also made a popping sound. The second stapler fired staples but they were malformed (serious injury). A third handle was grabbed ((B)(4)). The third reload partially fired and make a crunching sound. [(B)(4)]a fourth handle was loaded and used ((B)(4)). The fourth handle made a crunching noise but fired successfully. [(B)(4)]a fifth handle was used ((B)(4)). The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. [(B)(4)] no blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. There are pictures available. No reinforcement material was used.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction. Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument and one single use loading unit. Visual testing of the loading unit revealed that the anvil was bowed and the anvil clamping mechanism was deformed. Functional testing was performed with acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications regarding the reported condition. Product analysis suggests the product was used in a surgical procedure. Replication of the observed secondary bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, handle made a crunching noise but fired successfully